Manufacturer narrative:
Visual analysis was performed on the returned device. The reported balloon rupture was confirmed. The production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. The investigation determined the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the heavily calcified anatomy such that the balloon became damaged and subsequently ruptured during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the right common femoral artery with heavy calcification. The 5x150 mm armada 35 percutaneous transluminal angioplasty (pta) catheter was attempted to be inflated once but it was noted to be punctured around 8 atmospheres. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.